Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.